Event description:
Litigation alleges the patient suffers from pain and discomfort.

Event description:
Update 5/19/15-pfs and medical records received. After review of the medical records for MDR reportability, the lot number is being added to the femoral head. The complaint was updated on: 6/11/2015.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, pain, synovitis, increased metal ions, and mild osteolysis. Lab results from (B)(6) 2014 indicated the chromium level was 18.9ppb and the cobalt level was 43.6ppb. The part/lot is being added for the liner. Part number for the head(lot isn't legible) and stem is also being added to the complaint for the high metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). See section d for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.